Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a peripheral intervention procedure, with a 6fr sheath. Reportedly, when attempting to deploy the needles, the plunger could not be pushed down completely. The foot could not be retracted completely. The device was pulled out of the patient anatomy, no vessel damage occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for evaluation. The difficult to open or close was confirmed. The mechanical jam was not confirmed due to the condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician applied force to remove the device. It should be noted that the electronic perclose prostyle instructions for use (IFU) states: do not apply excessive force to the lever when returning the foot to its original position down to the body of the device. Do not attempt to remove the device without closing the lever. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. The reported difficulty appears to be related to the user error, based on the returned device condition it appears the physician did not remove the plunger prior to attempting to close the foot, thus contributing to the inability to close the foot and subsequent damages. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.